Event description:
The customer reported that she dropped the insulin pump and the drive end cap came completely off. The customer was holding the device with a rubber band. The blood glucose reading was 404mg/dl. The caller stated that she might have had an issue during prime and the insulin was squirting out. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap and missing end cap sticker. The drive support was inspected and no anomaly noted. Unable to prime during the prime test due to the cracked end cap.